Event description:
The pt began to get blood glucose results in the 500 mg/dl range. Their doctor said to take add'l insulin. Pt later went to the hospital and their glucose was 57 mg/dl on a hospital meter. Pt was treated with an IV for hypoglycemia. The suspect device may have been miscoded to the test strips in use. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.